Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit smells like there is a burning wood or leaves coming out from the device to the mask after 2 hours of using it and the device turned solid black and the bottom part of the device is hot. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.